Event description:
It was reported to philips the device showed a pacer/pads error message. There was no patient involvement. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
Upon investigation, the information contained in MFR report #3030677-2022-00269 was determined to be a duplicate of this record. The information contained in that file has been moved to this record, and this updated report is being sent.

Event description:
It was reported to philips the device showed a pacer/pads error message. A philips authorized field service engineer (fse) evaluated the device. The fse found that, when the defibrillator did not pass the self-test, a pacer/pads error message was shown. The fse reproduced this error in the manual self-test. The fse found that the reason for this message was a low energy-output. At the 200 joule level, the energy output was below 180 joules. The fse traced the issue to the capacitor. The fse replaced the capacitor to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.